Event description:
It was reported that a weld broke while the customer was sitting on the chair portion when he felt it give out from underneath him. He was able to catch himself and did not fall or experience any injuries.

Manufacturer narrative:
It was reported that a weld broke while the customer was sitting on the chair portion when he felt it give out from underneath him, he was able to catch himself and did not fall or experience any injuries. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.